Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker experienced a heart rate of 20 beats per minute (bpm) and a fall. The health care professional (hcp) noted that the patient exhibited premature ventricular contraction (pvc) and that the rhythm rate could be inaccurate. This device remains in service. No additional adverse patient effects were reported.